Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: the first result was in the 5's mmol/l and the second result was in the 20's mmol/l. The caller could not recall the exact values. No adverse event reported. The lot number was not provided. Return of the suspect device was requested for evaluation.